Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the front-actuated grip exhibited the gray silicone came off the pliers tip and fell onto the table when taking it from the package. The issue occurred during an unspecified gynecology procedure, which was completed with an olympus back-up device without delay. There were no reports of patient harm.